Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg pocket was relocated which resolved the issue. Reportedly, the ipg was explanted and replaced due to newer technology.